Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reax0101 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter that was inserted into the patient on (B)(6) 2018 and was previously tested by the nurses at the time of insertion. At the final test, at the moment of infusing the physiological serum, a hole was detected near the "y". The PICC catheter was removed immediately because there were no conditions of repair.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l groshong nxt clearvue PICC. Gross visual evaluation found light usage residue and the sample appeared to have been lightly used. Further evaluation confirmed the presence of two longitudinally-aligned splits in the catheter near the 52cm depth marking: one measuring 6mm in length and the other 2mm. Microscopic examination of the splits showed that they were granular in nature and upon viewing through the splits it appeared that more damage existed on the interior catheter surface than was visible on the exterior. The split site was then cut from the tubing and longitudinally bisected in order to inspect the condition of the inner catheter surface. Subsequent microscopic examination showed that more damage was present on the catheter interior than was visible on the exterior. Extensive gouging of the catheter tubing was seen on the interior surface leading into the split sites. The observed damage was indicative of damage caused by the stiffening stylet and can occur if the stylet is not wetted prior to withdrawal. A red hang tag is included with the product which instructs to wet the stylet prior to removal. A lot history review (lhr) of reax0101 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter that was inserted into the patient on (B)(6) 2018 and was previously tested by the nurses at the time of insertion. At the final test, at the moment of infusing the physiological serum, a hole was detected near the "y". The PICC catheter was removed immediately because there were no conditions of repair.